Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms within three minutes. The keypad was intact with no tearing or peeling. The keypad functionality was unable to be tested due to the blank display. The keypad was removed to find no contamination under the button contacts. The pump case was removed to find evidence of moisture contamination on the keypad flex cable and connector. The blank display occurred due to internal moisture contamination.